Event description:
Customer alleged the bolts that secure the right power elevating leg rests actuator allegedly sheared off. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Replacement parts were ordered & shipped to dealer. Repairs were completed on (B)(6) 2012 per dealer.